Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the device was leaking. It is unknown what caused the leak. The device was removed and replaced with a new ipp. No information about the patient's outcome was provided.